Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 20mm watchman flx pro closure device was implanted. At the 45-day routine follow up, imaging revealed grade 1 device related thrombus on the closure device. There were no corrective actions or diagnostic tests associated with the finding.